Event description:
The patient is a quadriplegic which may be related to fibrosis related to the stimulator leads sitting over top of the spinal cord - it made a big fibrous reaction which took space in spinal canal. Not sure, but product may have contributed to this.